Event description:
Nurse reported the "medication tubing was cracked at the connection site, noticed when I took the syringe off the pump and wanted to disconnect the old syringe and put a flush syringe on. The tubing was wet, as well as the syringe pump. Pt did not receive the medication that was infusing at that time. New tubing was hung." No report of pt harm or medical intervention. Although requested, no add'l pt or event info was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the eval is pending. A f/u report will be submitted once the eval is completed.